Event description:
It was reported that a significant jump in right ventricular capture thresholds was observed on the implantable cardioverter defibrillator (ICD) following implant for a left ventricular assist device (lvad). Additional testing was performed to ensure the system functioned normally. No anomalies were found during testing. There were no reported patient consequences.